Manufacturer narrative:
(B)(6) follow up. A device history record review was completed by our quality engineer team for provided material number: 306414 and lot number: 429953n. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis. There are quality controls currently in place to detect this type of defect during the production process. Further action has not been determined necessary at this time.

Event description:
It was reported that the bd syringe 5ml heparin 10 unit was empty. The following information was provided by the initial reporter: material # 306414 batch # 429953n verbatim: good morning, reporting an additional event of product defect with the bd posiflush prefilled heparin lock flush syringe, bd306414. Syringe contained air and no fluid. This was the same lot as 3 of the previous events, now 7 events total. It was noted by the user when preparing to administer to the patient and was not administered. No harm to the patient.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.